Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bbraun pump kept warning stopping for air bubble. After multiple attempts of troubleshoot the pump and restarting medication, nurse primed a new tubing. While attempting to prime the new tubing using the pump, the patient became bradycardic. When able to re-started the pump, patient became asystole.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.